Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1579, awareness date 19-oct-2015). It refers to an adult (>=18y & <65y) female consumer in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. Essure was inserted under general anesthesia. The consumer had severe depression since the placement of the coils, they had caused weight gain and severe bloat, she was constantly having severe pelvic pain, including but not united to sharp stabbing pains that would double her over, which made walking or sitting in one position more than a few minutes at a time unbearable, and made intercourse near impossible. She had also lost sex drive which was abnormal for a (B)(6) female. She had spotty bleeding off and on throughout the entire month. One week prior to menstrual cycle she would develop severe acne, which turned into extremely tender boils, and they hurt to be touched or even have clothing brush up against. She ended up in miserable pain. No doctor had found a medication to help with the acne, and she actually cried on many occasions due to the pain of the boils. During menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position, losing massive amounts of blood, having headaches, extreme nausea and vomiting, weak and dizzy. She often needed help carry or support just to make it to the bathroom. She bled through the strongest tampons ultra-absorbency along with pads within minutes of putting them in/on. She had had lot of issues with chronic fatigue and insomnia - there were times even with medication she would not sleep for days. She believed essure had led to her incontinence issues and urinary tract infections. Although not diagnosed, she believed she had adenomyosis as throughout her monthly cycle she had massive blood clots and tissue. She experienced heart palpitations that were so strong - it felt like her heart literally did a flip and stopped her in her tracks to catch her breath. She also had severe anxiety and panic attacks that had gotten worse over the years since placement of the coils. She had serious issues with my legs: itching, burning, swelling and tingling, down into her feet and often leading to pins and needles, feeling then numbness. She had since been diagnosed with rls (restless leg syndrome). She was also dealing with severe debilitating cramps and spasms so bad that her legs and back would lock up and be in severe pain, and nothing so far helped with this pain. She considered all events related to essure. -result and assessment of the product technical complaint investigation received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow-up information received on 17-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. In (B)(6) 2009 plaintiff had two essure coils, lot number 628441, implanted into her body for permanent sterilization. A subsequent a hysterosalpingogram (hsg) test indicated that the devices were properly occluded. After the implant procedure, plaintiff began to experience debilitating pelvic pains and excessively heavy menstrual cycles accompanied with more intense pelvic pains. These problems had a great toll on plaintiff personal, family and social life and cause her to be immobile during her menstrual cycle. Plaintiff visited a medical facility to explore her options to have the coils removed. On or about (B)(6) 2016, plaintiff underwent a robotic laparoscopic assisted vaginal hysterectomy as a definitive solution to the pain and suffering. Plaintiff suffered physical pain and emotional anguish. Plaintiff diligently filed suit once she discovered the actual facts. No further information was provided. Company causality comment: this spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and stated that, since essure placement, during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position, losing massive amounts of blood, having headaches, extreme nausea and vomiting, weak and dizzy, severe debilitating pelvic pain / sharp stabbing pains. Other non-serious events were reported. A robotic laparoscopic assisted vaginal hysterectomy as a definitive solution to the pain and suffering was performed. Losing massive amounts of blood during menstrual cycles and severe debilitating pelvic pain / sharp stabbing pains are listed in the reference safety information for essure while the others are unlisted. All these events were considered serious due to medical significance as consumer stated that she became basically debilitated. Change in bleeding patterns, including heavy and unscheduled bleeding, and pelvic pain are common occurrences in consumers using essure. Thus, based on an implied positive temporal, essure safety profile, and lack of alternative explanation, the causality between the event during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position, losing massive amounts of blood, severe debilitating pelvic pain / sharp stabbing pains was assessed as related to essure use. The events during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position having headaches, extreme nausea and vomiting, weak and dizzy were considered further complications as consumer was losing large amounts of blood. This case was upgraded to incident since surgical intervention was performed. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. An updated ptc is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 15-jul-2016: updated quality safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous and legal case report refers to a female plaintiff who had essure inserted and stated that, since essure placement, during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position, losing massive amounts of blood, having headaches, extreme nausea and vomiting, weak and dizzy, severe debilitating pelvic pain / sharp stabbing pains. A hysterectomy as a definitive solution to the pain and suffering was performed. Losing massive amounts of blood during menstrual cycles and severe debilitating pelvic pain / sharp stabbing pains are listed in the reference safety information for essure while the others are unlisted. Change in bleeding patterns, including heavy and unscheduled bleeding, and pelvic pain are common occurrences in consumers using essure. Thus, based on an implied positive temporal, essure safety profile, and lack of alternative explanation, the causality between the event during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position, losing massive amounts of blood, severe debilitating pelvic pain / sharp stabbing pains was assessed as related to essure use. The events during menstrual cycle she became basically debilitated - she would lay on bed couch in the fetal position having headaches, extreme nausea and vomiting, weak and dizzy were considered further complications as consumer was losing large amounts of blood. This case was upgraded to incident since surgical intervention was performed. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe debilitating pelvic pain / sharp stabbing pains"), menorrhagia ("lose massive amounts of blood during period/ excessively heavy menstrual cycles"), nausea ("extreme nausea during menstrual cycle"), asthenia ("weak during menstrual cycle"), vomiting ("vomiting during menstrual cycle"), dizziness ("dizzy during menstrual cycle"), headache ("headaches during menstrual cycle / headache"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass (for weight gain) and cholecystectomy (for gallstones). Previously administered products included for birth control: tetracyclin. Past adverse reactions to the above products included haemorrhage with tetracyclin. Concurrent conditions included general anesthesia since (B)(6) 2009. Concomitant products included buspirone hydrochloride (buspar) since 2014, hydrocodone from 2010 to 2016 and promethazine (phenergan) from 2010 to 2011. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("severe depression"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotty bleeding off and on throughout the entire month"), fatigue ("chronic fatigue"), dysmenorrhoea ("heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle"), tooth disorder ("dental problems") and migraine ("migraines"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced nausea (seriousness criterion medically significant), asthenia (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), headache (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), panic attack ("panic attacks"), restless legs syndrome ("rls (restless leg syndrome)") with muscle spasms, pruritus, burning sensation, paraesthesia and hypoaesthesia, weight increased ("weight gain"), abdominal distension ("severe bloat"), dyspareunia ("intercourse near impossible"), loss of libido ("lost sex drive"), acne ("severe acne, which turned into extremely tender boils"), anxiety ("severe anxiety/ emotional anguish") with insomnia and palpitations, incontinence ("incontinence issues"), pain in extremity ("legs would lock up and be in severe pain"), back pain ("back would lock up and be in severe pain"), adenomyosis ("suspicion of adenomyosis") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (tooth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity and migraine was resolving, the menorrhagia, nausea, asthenia, vomiting, dizziness, depression, restless legs syndrome, vaginal haemorrhage, dyspareunia, loss of libido, acne and incontinence had not resolved, the headache, genital haemorrhage, fatigue, back pain, dysmenorrhoea, tooth disorder, female sexual dysfunction and abdominal pain lower had resolved and the uterine haemorrhage, urinary tract infection, panic attack, weight increased, abdominal distension and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, adenomyosis, anxiety, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, restless legs syndrome, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: blocked.; in 2009: devices were properly occluded quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events -"abnormal bleeding (general), lower abdominal pain" added, events- "apareunia (inability to have sexual intercourse), headaches during menstrual cycle / headache , heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle , back would lock up and be in severe pain " outcome updated to "recovered / resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 19-oct-2015. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe debilitating pelvic pain / sharp stabbing pains/ pelvic pain'), menorrhagia ('lose massive amounts of blood during period/ excessively heavy menstrual cycles'), nausea ('extreme nausea during menstrual cycle'), asthenia ('weak during menstrual cycle'), vomiting ('vomiting during menstrual cycle'), dizziness ('dizzy during menstrual cycle') and headache ('headaches during menstrual cycle / headache') in a 29-year-old female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass (for weight gain), cholecystectomy (for gallstones), penicillin allergy, skin peeling, allergic reaction to antibiotics, hives, allergic reaction to antibiotics, itching, drug hypersensitivity, sulfonamide allergy, multigravida, parity 5 and morbid obesity. Previously administered products included for birth control: tetracyclin; for an unreported indication: reglan, zantac, ondansetron, metoclopramide, prenatal vitamins and dilaudid. Past adverse reactions to the above products included haemorrhage with tetracyclin. Concurrent conditions included general anesthesia since (B)(6) 2009, nerve damage and gallstones. Concomitant products included diphenhydramine hydrochloride for pain as well as buspirone hydrochloride (buspar) since 2014, hydrocodone from 2010 to 2016, omeprazole (prilosec), paracetamol (tylenol) and promethazine. In 2009, the patient experienced depression ("severe depression"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back would lock up and be in severe pain/ lower back pain") and abdominal pain ("abdominal pain"). In august 2009, the patient experienced menorrhagia (seriousness criterion medically significant), headache (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("spotty bleeding off and on throughout the entire month"), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2009, the patient experienced acne ("severe acne, which turned into extremely tender boils/ acne break out from neck to lower back"). On an unknown date, the patient experienced nausea (seriousness criterion medically significant), asthenia (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), urinary tract infection ("urinary tract infections"), panic attack ("panic attacks"), restless legs syndrome ("rls (restless leg syndrome)") with muscle spasms, pruritus, burning sensation, paraesthesia and hypoaesthesia, abdominal distension ("severe bloat"), dyspareunia ("intercourse near impossible"), loss of libido ("lost sex drive"), anxiety ("severe anxiety/ emotional anguish") with insomnia and palpitations, incontinence ("incontinence issues"), pain in extremity ("legs would lock up and be in severe pain"), adenomyosis ("suspicion of adenomyosis") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nystatin and surgery (hysterectomy (partial) with bilateral salpingectomy and tooth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity and migraine was resolving, the menorrhagia, nausea, asthenia, vomiting, dizziness, depression, restless legs syndrome, vaginal haemorrhage, dyspareunia, loss of libido and incontinence had not resolved, the headache, genital haemorrhage, acne, fatigue, back pain, dysmenorrhoea, tooth disorder, female sexual dysfunction, abdominal pain lower and abdominal pain had resolved and the uterine haemorrhage, urinary tract infection, panic attack, weight increased, abdominal distension and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, anxiety, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, restless legs syndrome, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: there were three coils outside of the right tubal ostia and one coil noted at the entrance of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: devices were properly occluded; on (B)(6) 2016: results: blocked. Successful occlusion of bilateral fallopian tubes.. Lot number:628441 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 19-oct-2015. The most recent information was received on 30-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe debilitating pelvic pain / sharp stabbing pains/ pelvic pain'), menorrhagia ('lose massive amounts of blood during period/ excessively heavy menstrual cycles'), nausea ('extreme nausea during menstrual cycle'), asthenia ('weak during menstrual cycle'), vomiting ('vomiting during menstrual cycle'), dizziness ('dizzy during menstrual cycle') and headache ('headaches during menstrual cycle / headache') in a 29-year-old female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass (for weight gain), cholecystectomy (for gallstones), penicillin allergy, skin peeling, allergic reaction to antibiotics, hives, allergic reaction to antibiotics, itching, drug hypersensitivity, sulfonamide allergy, multigravida, parity 5 and morbid obesity. Previously administered products included for birth control: tetracyclin; for an unreported indication: reglan, zantac, ondansetron, metoclopramide, prenatal vitamins and dilaudid. Past adverse reactions to the above products included haemorrhage with tetracyclin. Concurrent conditions included general anesthesia since (B)(6) 2009, nerve damage and gallstones. Concomitant products included diphenhydramine hydrochloride for pain as well as buspirone hydrochloride (buspar) since 2014, hydrocodone from 2010 to 2016, omeprazole (prilosec), paracetamol (tylenol) and promethazine. In 2009, the patient experienced depression ("severe depression"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back would lock up and be in severe pain/ lower back pain") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant), headache (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("spotty bleeding off and on throughout the entire month"), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle"), tooth disorder ("dental problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and migraine ("migraines"). In (B)(6) 2009, the patient experienced acne ("severe acne, which turned into extremely tender boils/ acne break out from neck to lower back"). On an unknown date, the patient experienced nausea (seriousness criterion medically significant), asthenia (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), uterine haemorrhage ("abnormal uterine bleeding"), urinary tract infection ("urinary tract infections"), panic attack ("panic attacks"), restless legs syndrome ("rls (restless leg syndrome)") with muscle spasms, pruritus, burning sensation, paraesthesia and hypoaesthesia, abdominal distension ("severe bloat"), dyspareunia ("intercourse near impossible"), loss of libido ("lost sex drive"), anxiety ("severe anxiety/ emotional anguish") with insomnia and palpitations, incontinence ("incontinence issues"), pain in extremity ("legs would lock up and be in severe pain"), adenomyosis ("suspicion of adenomyosis") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nystatin and surgery (hysterectomy (partial) with bilateral salpingectomy and tooth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity and migraine was resolving, the menorrhagia, nausea, asthenia, vomiting, dizziness, depression, restless legs syndrome, vaginal haemorrhage, dyspareunia, loss of libido and incontinence had not resolved, the headache, genital haemorrhage, acne, fatigue, back pain, dysmenorrhoea, tooth disorder, female sexual dysfunction, abdominal pain lower and abdominal pain had resolved and the uterine haemorrhage, urinary tract infection, panic attack, weight increased, abdominal distension and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, anxiety, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, restless legs syndrome, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: there were three coils outside of the right tubal ostia and one coil noted at the entrance of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: devices were properly occluded; on (B)(6) 2016: results: blocked. Successful occlusion of bilateral fallopian tubes.. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-nov-2020: mr received: expiration date of lot number was updated. Medical history, reporter information were added. Case become medically confirmed. Seriousness criteria removed for uterine hemorrhage and genital hemorrhage. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1579) on 19-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe debilitating pelvic pain / sharp stabbing pains"), menorrhagia ("lose massive amounts of blood during period/ excessively heavy menstrual cycles"), nausea ("extreme nausea during menstrual cycle"), asthenia ("weak during menstrual cycle"), vomiting ("vomiting during menstrual cycle"), dizziness ("dizzy during menstrual cycle") and headache ("headaches during menstrual cycle") in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass (for weight gain) and cholecystectomy (for gallstones). Previously administered products included for birth control: tetracyclin. Past adverse reactions to the above products included haemorrhage with tetracyclin. Concurrent conditions included general anesthesia since (B)(6) 2009. Concomitant products included buspirone hydrochloride (buspar) since 2014, hydrocodone from 2010 to 2016 and promethazine (phenergan) from 2010 to 2011. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("severe depression"). On (B)(6) 2009, the patient had essure inserted. In august 2009, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("spotty bleeding off and on throughout the entire month"), fatigue ("chronic fatigue"), dysmenorrhoea ("heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle"), tooth disorder ("dental problems") and migraine ("migraines"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced nausea (seriousness criterion medically significant), asthenia (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), headache (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), panic attack ("panic attacks"), restless legs syndrome ("rls (restless leg syndrome)") with muscle spasms, pruritus, burning sensation, paraesthesia and hypoaesthesia, weight increased ("weight gain"), abdominal distension ("severe bloat"), dyspareunia ("intercourse near impossible"), loss of libido ("lost sex drive"), acne ("severe acne, which turned into extremely tender boils"), anxiety ("severe anxiety/ emotional anguish") with insomnia and palpitations, incontinence ("incontinence issues"), pain in extremity ("legs would lock up and be in severe pain"), back pain ("back would lock up and be in severe pain"), adenomyosis ("suspicion of adenomyosis") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery and surgery (tooth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, back pain, dysmenorrhoea and migraine was resolving, the menorrhagia, nausea, asthenia, vomiting, dizziness, headache, depression, restless legs syndrome, vaginal haemorrhage, dyspareunia, loss of libido, acne and incontinence had not resolved, the urinary tract infection, panic attack, weight increased, abdominal distension, adenomyosis, female sexual dysfunction and uterine haemorrhage outcome was unknown and the fatigue and tooth disorder had resolved. The reporter considered abdominal distension, acne, adenomyosis, anxiety, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, loss of libido, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, restless legs syndrome, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: blocked.; in 2009: devices were properly occluded. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received : abnormal bleeding (vaginal, menorrhagia), hysterectomy (full), apareunia (inability to have sexual intercourse), migraines I headaches, dental problems, dysmenorrhea (cramping), pain, fatigue and abnormal uterine bleeding added as event. Patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1579) on 19-oct-2015. The most recent information was received on 13-dec-2018. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe debilitating pelvic pain / sharp stabbing pains/ pelvic pain"), menorrhagia ("lose massive amounts of blood during period/ excessively heavy menstrual cycles"), nausea ("extreme nausea during menstrual cycle"), asthenia ("weak during menstrual cycle"), vomiting ("vomiting during menstrual cycle"), dizziness ("dizzy during menstrual cycle"), headache ("headaches during menstrual cycle / headache"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 628441) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass (for weight gain) and cholecystectomy (for gallstones). Previously administered products included for birth control: tetracyclin. Past adverse reactions to the above products included haemorrhage with tetracyclin. Concurrent conditions included general anesthesia since (B)(6) 2009. Concomitant products included buspirone hydrochloride (buspar) since 2014, hydrocodone from 2010 to 2016, omeprazole (prilosec) and promethazine. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("severe depression"), acne ("severe acne, which turned into extremely tender boils/ acne break out from neck to lower back"), back pain ("back would lock up and be in severe pain/ lower back pain") and abdominal pain ("abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotty bleeding off and on throughout the entire month"), fatigue ("chronic fatigue/ fatigue"), dysmenorrhoea ("heavy menses accompanied with more intense pelvic pains/ immobile during menstrual cycle"), tooth disorder ("dental problems") and migraine ("migraines"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced nausea (seriousness criterion medically significant), asthenia (seriousness criterion medically significant), vomiting (seriousness criterion medically significant), dizziness (seriousness criterion medically significant), headache (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), urinary tract infection ("urinary tract infections"), panic attack ("panic attacks"), restless legs syndrome ("rls (restless leg syndrome)") with muscle spasms, pruritus, burning sensation, paraesthesia and hypoaesthesia, abdominal distension ("severe bloat"), dyspareunia ("intercourse near impossible"), loss of libido ("lost sex drive"), anxiety ("severe anxiety/ emotional anguish") with insomnia and palpitations, incontinence ("incontinence issues"), pain in extremity ("legs would lock up and be in severe pain"), adenomyosis ("suspicion of adenomyosis") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab), nystatin and surgery (hysterectomy (partial) with bilateral salpingectomy and tooth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity and migraine was resolving, the menorrhagia, nausea, asthenia, vomiting, dizziness, depression, restless legs syndrome, vaginal haemorrhage, dyspareunia, loss of libido and incontinence had not resolved, the headache, genital haemorrhage, acne, fatigue, back pain, dysmenorrhoea, tooth disorder, female sexual dysfunction, abdominal pain lower and abdominal pain had resolved and the uterine haemorrhage, urinary tract infection, panic attack, weight increased, abdominal distension and adenomyosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adenomyosis, anxiety, asthenia, back pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, incontinence, loss of libido, menorrhagia, migraine, nausea, pain in extremity, panic attack, pelvic pain, restless legs syndrome, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: devices were properly occluded; on (B)(6) 2016: results: blocked.. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for these lots were performed per requirements and the products meet all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review for similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority, consumer, consumer, consumer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Event added: abdominal pain. Reporter's information, concomitant drugs and treatment drug were added. Outcome of events were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs